Manufacturer narrative:
The complaint will be updated once the investigation is completed. Trends will be evaluated.

Event description:
Allegedly the patient received a tha surgery on (B)(6) 2011. The patient received due to aseptic necrosis of the femoral head. There was no observation when he received a periodic diagnosis on (B)(6) 2019. However he had a pain in his hip joint on (B)(6) 2019. The surgeon found stem breakage by taking x-ray on (B)(6) 2019. The surgeon will perform revision surgery on (B)(6) 2019.